Event description:
It was reported that the pt was implanted a unk durom acetabular component on the left side (exact date not reported). A revision surgery has planned on an unk date due to pain, loosening and elevated metal ions. Since implant date is unk the complaint will be handled as a case prior to CAPA (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the pt is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the info provided, as the pt has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be/is related to the issues for which zimmer implemented a notification in 07/2008. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).